Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) sample was received for evaluation. The sample was in closed packaging and a dark particle was found in the packaging, but outside of the device. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. As a result, it was determined that this was an isolated incident. The production department was notified for awareness, but no further action will be taken at this time. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: final container found to have a particle inside the bag during the initial inspection prior to use.